Event description:
Information was received from a patient regarding an external device. The reason for call was patient was not able to charge the implantable neurostimulator (ins) to 90% last night for about an hour after getting 80% and could not get to 100%. This morning patient could get it to 100% but it took 45 min to get from 90 to 100%. The controller also showed the message to replace battery pack while charging the ins. Controller charged fine from the wall. Patient mentioned normally patient could feel the current/charge/stimulation coming into the body when they put the recharger on but in the last 2 days patient had not been able to feel that current coming into their body, patient said it was really slow getting into their system. Patient said they increased intensity. Had patient check if stim was on. Patient connected on the call and confirmed stim was on, patient was on group b. Patient asked how they would know if their leads came out. Redirected to hcp. Patient also expressed dissatisfaction that patient services are not open on the weekend and patient will be in excruciating pain for 4 days. A request was sent to repair to replace the recharger. Patient also got a con troller replaced a couple of weeks ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.